Manufacturer narrative:
(B) (4).

Event description:
Following implant, the patient experienced swelling and pain at the implant site in the upper buttock; the patient was unable to sit. It was determined that the patient had an infection. The neurostimulator was explanted. The patient was doing "good" and was subsequently reimplanted approximately 2 months later.